Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory.

Event description:
An allegation from an attorney indicated the "patient has sustained severe physical injuries and death, severe emotional distress, and economic losses and consequential damages, and are therefore entitled to compensatory and other relief according to proof." It was also reported that the patient died one year from system implant. Approximately three years later, an allegation from a second attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.